Event description:
A third-party service agent contacted stryker to report that their customer's device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control further evaluated the customer device and verified the reported issue. Root cause of the reported failure determined to be depleted hlc's. The customer will receive a replacement device.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted stryker to report that their customer's device would not power on and was showing all three icons (attention, charge-pak and service wrench). There was no patient use associated with the reported event.